Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. The customer declined follow up with tandem technical support.